Manufacturer narrative:
Approximate age of device 4 years and 4 months. The device is expected to be returned for evaluation. It has not yet been received. However, a portion of the external percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the lvad system produced a red heart alarm while connected to a power module patient cable. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturers technical services representative confirmed pump stoppages. X-ray images showed no areas of interest. On (B)(6) 2016, the manufacturers technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement the patient was placed back on a power module patient cable and additional alarms were reported. On (B)(6) 2016, the patient underwent a pump exchange.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the pump was not returned for evaluation. The report of low speed drops and pump stoppages while connected to the power module support was confirmed based on the evaluation of the submitted log files; however, a specific cause for the events could not be conclusively determined. The log file captured multiple low speed events and pump stoppages while the system was operating on the power module. The events showed corresponding elevations in pump power and pi. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's percutaneous lead. However, a root cause for the pump stoppages could not be determined through the evaluation of the returned portion of the lead. Approximately 16 inches of the external portion/distal end of the percutaneous lead was returned. Breakdown of the braided shield was noted adjacent to the connector bend relief and in the area 9 to 15 inches from the connector. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found no evidence of damage or wear to any of the insulation. The percutaneous lead was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on 01/10/2017, the vad coordinator reported that the pump was discarded.